Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for preventative maintenance. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the display screen was distorted, and the letters were unreadable during an operational check. The touch operation was possible. There were no errors in the error log indicating any abnormalities. The service technician replaced the display to resolve the issue. The device failed the functional test step relating to "lcd verification rgb color test". The display was replaced once more and passed all functional testing. The display assembly and display printed circuit assembly (pca) board were returned to the product investigation lab (pil) for additional testing. The display assembly and display pca were found to operate as designed without issue when evaluated independently. The air inlet foam filter and particle filter were replaced for maintenance. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly.